Event description:
One touch ultra meter was reading inaccurately erratic. They obtained results of 12.0 and 6.8 mmol/l on the reported meter with 10 minutes of each other. The patient took no action to affect their blood glucose level following use of the meter and received no medical attention. Ther is no indication that they experienced injury or medical intervention due to the prouct. The customer care representative walked the patient through 2 consecutive control solution tests, the results of 7.8 and 8.9 mmol/l fell outside the specified control solution range of 5.6 to 7.5 mmol/l. The meter, test strips, and control solution were replaced.